Event description:
It was reported that during a ptca procedure, the quantum maverick otw balloon ruptured at unk atms. The number of inflations is also unk. No other info or details are available. No pt injury or complications were reported.